Manufacturer narrative:
There are multiple patients all information is provided in the article. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hornby r., evans j., vardon v., (1989) operative or conservative treatment for trochanteric fractures of the femur, journal of bone and joint surgery volume 71-b, pages 619- 623 (united kingdom). This study aims test the feasibility of operative or conservative treatment for trochanteric fractures of the femur such an epidemiologically-based randomised and controlled trial. A total of 222 patients were identified during the study year. Of these, 88 were admitted to hospitals other than the rvi, and so could not be included in the randomisation: 28 were admitted to the rvi but were not entered into the study. Therefore, 106 patients were randomly allocated for treatment by operation (55) or traction (51). A total of 55 patients (10 males and 45 females) age 60 to 90 were allocated to operation had internal fixation with the ao dynamic hip screw (dhs).a total of 51 patients (17 males and 34 females ) age 60 to 90 were allocated to conservative treatment were managed on hamilton russell traction. At six months patients were reassessed both in an outpatient clinic and by a home visit. The following complications were reported as follows: low mts and poor outcome outcome (dead or still in hospital at six months) according to mental test score (mts). One patient had radiographic non-union at follow-up. Complication during hospital stay: 34 urinary incontinence, 25 faecal incontinence, 20 mental confusion,1 deep venous thrombosis (probable), 1 deep venous thrombosis (possible), 1 pulmonary embolism (probable), 2 (pulmonary embolism) possible. Heel sore blistering only (6) full thickness (2), sacral sore blistering only (8) full thickness (2). Three operated patients had varus deformity of over 20 degrees. Only one patient (from the operation group) had a valgus deformity of over 20 degrees. Rotational misalignment was recognised in 24 of 36 reviewed patients in the operation group. Fixed flexion deformity was recorded in nine of the operation group. Twenty-six of the 37 patients reviewed after operation had no shortening of the affected leg. Only one of 10 patients treated by operation showed a leg length difference greater than 1 cm. In the unstable fractures, leg length differences greater than 1 cm occurred in 6 of 24 in the operation group. Hip flexion deformity in the operated group (5/23). In stable fractures 3 of 11 in the operated group showed misalignment. In the unstable fractures the corresponding figures were 8 of 24 in the operated. Residual problems at six months: pain 7 occasional, 12 daily and 8 moderate/severe; 5 patients had leg swelling; and 5 had unhealed sore. Migration of the capital screw occurred in three patients. Two shaft screws backed out several turns in one patient. Death: 11 patients died in the overall outcome at six months in the traction group. 8 patients died in the overall outcome at six months in the rvi group. 29 patients died in the overall outcome at six months in other hospitals. 3 died as per outcome at six months related to age in years <75, in the operation group. 9 died as per outcome at six months related to age in years 75-, in the operation group. 3 males deceased as per outcome at six months related to sex of patient in the operation group. 10 females deceased as per outcome at six months related to sex of patient in the operation group. This report is for an unknown synthes dynamic hip screw (dhs). This report is for one (1) unknown screw. This is report 3 of 6 for (B)(4). This report is linked to (B)(4).